Event description:
A hospital in another country, reported via our distributor that there was no airway pressure port on the y-piece of an rt204 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The returned breathing circuit was visually inspected. Results: the y piece connects the inspiratory and expiratory tubes of the breathing circuit. The manufacturer makes y pieces with and without pressure probe ports. The y piece supplied in the rt204 circuit kit was the same as that supplied as part of a different breathing circuit. A lot check revealed no other, similar complaints for this lot number. Conclusion: it is likely that the wrong y piece was assembled into the rt204 breathing circuit packaging as a result of an improper line clearance during production. Our monitoring and trending of missing or wrong components in breathing circuits has a rate of occurrence worldwide for the last year of 0.037%.